Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated eosinophils (eo%) results generated by unicel dxh 800 coulter cellular analysis system. There was no instrument generated flags for the results. Review of the data demonstrated decreased neutrophils (ne%) as well. The results were reported out of the laboratory, and questioned by the physician. The results were considered erroneous when compared to the results obtained on the following day on an alternate instrument and by the manual smear. There was no death, serious injury, or change to patient treatment associated with this event.

Manufacturer narrative:
The sample was run in cbc/diff mode. Previously run patient samples were rerun to confirm accuracy back to the last acceptable control run. Controls run before and after the event recovered within assay ranges. The instrument is currently performing within qc specifications with respect to accuracy and precision. Raw data analysis revealed that differences in both neutrophil histogram morphology and neutrophil location between the two instrument results caused a discrepancy in the behavior of the algorithm. Service was not dispatched for this event as the issue was isolated to a specific sample. The root cause could not be determined based on available information.